Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-26, the pigtail catheter was left in the non-coronary sinus until the valve was fully released. During the withdrawal of the pigtail, the valve dislodged. Subsequently, a second valve was implanted. Additional information was received to report a non-medtronic guidewire was used for the case. Valve deployment was started at the bottom of the pigtail catheter and the valve was fully deployed at an implant depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The valve dislodged into the aorta at a depth of 5mm on the ncc and 5mm on the lcc. The patient anatomy included a bicuspid native valve with calcification in the left ventricular outflow tract both of which reportedly contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device full UDI number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device product ID pigtail catheter (lot: unknown); non-medtronic device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-26, the pigtail catheter was left in the non-coronary sinus until the valve was fully released. During the withdrawal of the pigtail, the valve dislodged. Subsequently, a second valve was implanted.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.